Event description:
The customer reported that the left (live) monitor intermittently did not work. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. A voltage check in the c-arm was performed and the voltage was adjusted for optimal performance. The system operates as intended.